Event description:
Swan-ganz catheter inserted during laproscopic cholecystectomy because of the findings of an obstructed common duct an open choledochal duodenostomy. Immediately post operatively chest x-ray showed catheter, which had been inserted through left external jugular vein, was knotted and looped x 2 in superior vena cava. It was planned by attending to remove catheter surgically after patient recovered from effects of surgery. Patient's pulmonary status began deteriorating three days post surgery. There was some cardiac compensation. Transferred to ICU at another acute care facilityinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.